Manufacturer narrative:
The console was field serviced, and investigation confirmed during evaluation that the console would not run. The console had a faulty circuit breaker. The circuit breaker was replaced. After replacing the circuit breaker, the console passed full functional and electrical safety testing and the issue was resolved. The circuit break was returned and underwent a thorough analysis. Visual inspection found that it was in overall good physical condition. All connections ere in good condition and it passed conductivity testing. No functional testing was performed. Therefore, the reported event was confirmed, as the circuit breaker did not allow the console to turn on.

Event description:
It was reported that the laser would not power on at all. Breakers were checked and a different outlet was tried, and the laser still does not work. They were unable to start the procedure, due to this the procedure was cancelled. The patient was present and under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that the laser would not power on at all. Breakers were checked and a different outlet was tried, and the laser still does not work. They were unable to start the procedure, due to this the procedure was cancelled. The patient was present and under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.